Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Corrected data: the patient's weight was updated to reflect the weight at the time of surgery.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.